Manufacturer narrative:
If an account number is greater than 20 characters, the rapidcomm will truncate it to 20 characters, but will not flag the operator that it has done this. As indicated in the rapidcomm version 4.0 interface manual, the default length for the account number field is 20 characters.

Event description:
Customer reported that pt ID longer than 20 characters was truncated to fit within the 20-character limit on the data management system (rapidcomm). Customer indicated that account number ID of > 20 characters from the dca analyzer (which can accept an ID number with up to 24 characters) will be truncated in rapidcomm version 4.0. There was no report of injury due to this event.